Event description:
Patient reported that they were on a 2 year trial for a pain stimulation therapy with ans that was implanted on (B)(6) 2007. The patient states that he had a lot of problems with the implant of the device and that the doctor went back in four times. Patient indicates he developed a staph infection after one of the procedures. The patient also reported that his inch incision is now about 5 inches and that the device protrudes and if he bumps it he experiences a lot of pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).